Manufacturer narrative:
(B)(6). Date of report: 13aug2019. Through follow-up, customer stated that the unit is working again and refused to allow evaluation or repair by the manufacturer's field service engineer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit had an error of proximal pressure sensor fails. There was no patient involvement.